Event description:
N/a.

Manufacturer narrative:
The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj the failure analysis and testing department received the following parts associated with this complaint: safety disk. This part was received with a reported unit failure message of leak test. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of leak test. Safety disk passed testing. Retaining the safety disk in the fat dept. As per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The pim assembly was free of moisture and clean without any kinks. The fse unsuccessfully attempted various all manifold tests after completing various condensation removal procedures. The pim failed the fourth test of the all manifolds test. The fse replaced the safety disk. The all manifold test was successfully completed. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that after use on patient, the cardiosave intra-aortic balloon pump (iabp) had a leak test failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.